Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt's lead migrated to the same position it had previously (ref. MFR. Report # 1627487-2014-08175). X-rays confirmed lead migration. Surgical intervention is planned for a later date to address the issue.